Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was attempted but unsuccessful implant due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information was obtained which indicated that attempted implant was difficult in getting good numbers after multiple attempts to get into the septum at multiple locations. Moreover, the representative indicated that there were no real allegations about the lead, just unfamiliarity. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was attempted but unsuccessful implant due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.